Event description:
It was reported that the 37751 recharger for a deep brain stimulation implantable pulse generator was not powering on and not charging, and that the 37761 dtc/ac power supply had a frayed cord and a bent connector pin. The patient representative stated that troubleshooting was performed with a company representative, but the issue was not resolved. The caller was instructed to contact patient services to arrange for a wireless recharger to be sent out with overnight delivery. Requests were submitted to replace and return both the 37751 recharger and the 37761 dtc/ac power supply. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Continuation of d10: product ID 37751 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.